Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they kept getting a critical pump error alarm on the insulin pump. They would rewind the device. The customer¿s blood glucose was 9.5 mmol/l. Troubleshooting was performed. They were walked through the rewind, load, and fill tubing process. There was no critical error alarm found in the alarm history. It was found that they had a lot of rewind required alarms due to a pump error alarm. They were assisted in clearing the alarm. The device passed the displacement test. It was noted that the customer had called back. They reported that they had changed out the infusion set but was still experiencing the same issue. The device will be replaced and returned for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarms, pump error 38 alarms, pump error 130 alarms, insulin flow blocked alarms, or displacement anomalies noted. The motor was tested outside of the device and passed.